Event description:
Per the surgeon, the patient developed an infection at the abutment site and was prescribed clindamycin on (B)(6) 2013. On (B)(6) 2013 underwent surgery to explore the site, the abutment was removed to allow for healing and the patient was prescribed 250 mg of azithromycin. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.